Event description:
It was reported that sticking pedal was noted. An angiojet console was selected for use. During the procedure, it was noted that the pedal was working intermittently. Consequently, sticking pedal was noted. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
D4 - expiration date: 12/31/9999. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device technical analysis: an unknown tomcat electric foot switch cable was returned to our post market quality assurance laboratory. Functional test identified that the pump will not function while holding down foot pedal, also foot pedal has resistance when pressure is applied. It can be concluded that the reported allegation "it was found that the pedal was not sensitive" was confirmed during investigation. This concludes the product analysis. Investigation conclusion: boston scientific concludes the most probable root cause as 'cause traced to component failure.' This conclusion was selected because the reported allegation "it was found that the pedal was not sensitive," was confirmed during investigation. Therefore, component failure was the probable cause of the event.

Event description:
It was reported that sticking pedal was noted. An angiojet console was selected for use. During the procedure, it was noted that the pedal was working intermittently. Consequently, sticking pedal was noted. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the initial reporter, but further information was unable to be obtained.